Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon expanded beyond the maker band. The target lesion was located in the right coronary artery. A 2.00mm x 8mm emerge¿ balloon catheter was advanced for pre-dilatation. Upon inflating the balloon at 6-8 atmospheres, it was noted that the proximal side of the balloon expanded past the marker band. The device was completely removed and the procedure was completed by deploying a longer stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received at the complaint investigation site (cis) for analysis. However, media was returned and analyzed for this complaint. The images provided are consistent with the complaint of balloon expansion beyond the marker band. The apparent balloon component in this case was the distal portion of the [ruptured] catheter shaft. The air bubble in the distal portion of the balloon may have accentuated this appearance by exaggerating the inequality in the balloon shoulder lengths. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the balloon expanded beyond the maker band. The target lesion was located in the right coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for pre-dilatation. Upon inflating the balloon at 6-8 atmospheres, it was noted that the proximal side of the balloon expanded past the marker band. The device was completely removed and the procedure was completed by deploying a longer stent. No patient complications were reported and the patient's status was fine.